Event description:
The customer obtained multiple, non-reproducible, higher than expected, vitros phbr quality control results using a vitros 5,1 fs chemistry system. The following results were obtained: vitros phbr 2540-0063-4713: qc fluid biorad 3 = 74.07 vs. An expected result = 61.50 ng/ml; vitros phbr 2541-0064-0287: qc fluid lot p2097 = 38.45 vs. An expected result = 32.34 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run while vitros phbr quality control results were affected. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, higher than expected, vitros phbr quality control results were predicted while using the vitros 5,1 fs chemistry system. There is no evidence that an instrument related issue contributed to the event. Expected vitros phbr performance has been obtained following re-calibration of vitros phbr reagent lot 2541-0064-0287. However, at the time of the event, the phbr calibration curve in use may have contributed to the magnitude to affected results but is unlikely to have caused the event. The customer is currently monitoring vitros phbr performance using phbr reagent lot 2541-0064-0287. The investigation was unable to determine a definitive root cause. However, the most likely cause of this event is a reagent related issue. Additional investigation by ocd regarding vitros phbr reagent performance is ongoing.